Event description:
It was reported that the pt has expired. It is unk if the death was device related. No further details were provided. Info learned from implant patient registry. No letter required.

Manufacturer narrative:
Device not returned.